Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. (B)(4).

Event description:
Treatment of a cerebral avm (arteriovenous malformation). During the onyx injection, it was reported the onyx could not be seen through dsa (digital subtraction angiography) imaging. The injection was stopped and another marathon catheter and onyx (from the same lot) was used to continue the procedure. This time, the onyx appeared on the dsa imaging. No patient injury was reported as a result of the procedure.